Event description:
The customer alleged they received questionable ph, pco2, po2, hco3, be, and potassium results on their cobas b221 analyzer. The customer alleged there were patient results that did not correlate well between this analyzer and another b221 analyzer, serial number (B)(4). The customer provided data for 18 patients, 15 of which had discrepant results. The customer stated that the initial ph and be results for patient 1, in the attached data, were reported outside the laboratory. The ward staff queried the initial results based on the patient's clinical presentation. The repeat results from the second analyzer better fit patient's presentation. Information on whether any of the other results were reported outside the laboratory was requested but not provided. The units of measure were requested but not provided. There were no adverse events. The electrode lot number and expiration date were requested but not provided. The customer changed the ph sensor, reference electrode, and s2 fluid pack. Following this, all results correlated well between the analyzers. The customer did not note any leaking from the reference electrode.

Manufacturer narrative:
This event occurred in (B)(6). For the medwatch of the b221 with serial number (B)(4), refer to the medwatch with patient identifier (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The customer's hardware was not available for an investigation. The production data and batch records were reviewed; no deviations related to the customer's observations could be identified. The investigation of the provided data from the customer did not show any evidence of an instrument, consumables, or system malfunction. It was noted the customer was not following the manufacturer's recommendations for performing quality control.